Manufacturer narrative:
The reported event, overheating, was not duplicated. A cut test was performed and overheating was not observed. Upon further visual inspection, the blade mount base and blade mount mechanism displayed evidence that the handpiece was not holding the blades securely. The sag head was replaced to correct this issue.

Event description:
It was reported that the system 7 sagittal saw was overheating during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 7 sagittal saw was overheating during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.